Manufacturer narrative:
Faulty power cable deemed likely to be probable cause of the reported issue. On 08/23/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Scu/camera re-boots. Failure: optical communication. Medtronic representative replaced polaris spectra system control unit (scu) power cable. Verified that the camera was activated properly. Issue resolved. Navigation system works as intended. Suspect power cable 0.6m has been received by manufacturer for analysis. Site biomed department provided the replacement power cable to restore normal function to their navigation system. No further issues have been reported.

Event description:
A site representative reported that, while in a cranial resection procedure, their navigation system camera lost connection to polaris spectra system control unit (scu). Cycles verification check were 1+2 beeps. The reported issue occurred pre-op, while in verify instruments task, and while sterilizing the patient. In trouble-shooting, noted that the scu seemed to be attempting to re-boot. Confirmed all cables were connected properly, found that when touching power cables on the positioning sensor unit (psu), the scu lost power. The surgeon opted to discontinue the use of the navigation system and completed the procedure without navigation. Delay in therapy was less than one hour. There was no impact on patient outcome.